Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial arrythmia. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial arrythmia. Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that patient received inappropriate therapy for atrioventricular (av) node reentry tachycardia. The patient was going to receive reprogramming of the device and/or be offered an ablation for avnrt.